Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an error 39. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with corrosion on the force sensor also, moisture damage was found on all electronic and motor assemblies. No unexpected pump error 39 alarms noted during testing, in the history file or in the alarm history screen. The motor was tested outside of the unit and passed; no motor anomalies noted. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on lcd window and pillowing keypad overlay.